Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, when torque was given repeatedly to pass the guidewire (subject device) through the lesion, the subject guidewire got fractured. The entire microcatheter was removed from the body along with the subject guidewire. The physician replaced the subject guidewire with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the tortuosity of the patient's anatomy was normal, flush was given inside the microcatheter when the guidewire was inserted, the guidewire tip was shaped 45 degrees, the introducer was used when inserting the guidewire, there was no friction/resistance was encountered during the procedure, and the fracture was noted at about 10cm from the tip of the guidewire. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during the procedure, when torque was given repeatedly to pass the guidewire (subject device) through the lesion, the subject guidewire got fractured. The entire microcatheter was removed from the body along with the subject guidewire. The physician replaced the subject guidewire with a new device and continued the procedure without clinical consequences to the patient.